Event description:
It was reported the customer had air bubbles in their reservoir. Customer's blood glucose was 160 mg/dl. The customer stated the air bubbles were pea sized. It was also found the customer was able to resolve their air bubbles by rewinding the insulin pump. The customer was advised to change their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.